Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been unable to recharge his ipg for 2-3 month. The programmer also reflected a communication error. The ipg was confirmed inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.